Event description:
I put a new libre 3 sensor on around 10pm last night, this morning the reading was 195and began to rapidly drop as low as 99, blood meter said 215 and then 244 and the libre3 sensor now says 102. The 10 hour lag adjustment has passed. This could causesevere glucose highs causing life threatening consequences.